Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. Upon review of received pathology reports, allergan medical safety determined that there is no malignancy.

Event description:
Pathology has ruled out malignancy. Only inflammation is seen. Capsular contracture was confirmed only for contralateral side. This device has confirmed inflammation, nodules, cysts, and folding, all considered minor.

Event description:
Patient reported left side capsular contracture grade unknown. Healthcare professional reported capsular contracture only for right side. Healthcare professional reported "progressive increase, pain and inflammation, redness of the area". This textured device was implanted after the global recall of textured devices. The device has been explanted. Healthcare professional reported "cyst-like images", "folds that predominate in the margins", "nodular image". Healthcare professional reported capsular contracture grade unknown for left side also.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown, lymphoma-alcl-suspected.

Event description:
Patient reported for unknown side capsular contracture grade unknown. Healthcare professional reported "progressive increase, pain and inflammation, redness of the area", "initiation of anaplastic large cell lymphoma protocol", "mention about giant cells". This textured device was implanted after the global recall of textured devices. Since the diagnostic procedure for alcl is yet to be performed , the event has been captured as lymphoma-alcl-suspected. The device remains implanted.